Event description:
The patient called alleging high readings on the lifescan meter. The patient received a 160 mg/dl and less than 10 minutes later tested on the lab and received a 140 mg/dl. A medical professional did not treat the patient. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The meter had been cleaned according to the owner's booklet. The meter failed control solution test twice.this case is being reported as a malfunction, since the test strips failed using the control solution test.